Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had stopped downloading on health sight viewer. A technical support specialist (tss) confirmed windows time service was not set to start automatically. Following the guidance in knowledge article 'device with download stopped notice reoccurs', the windows time service was configured to auto-start. Upon inspection, the system time on all devices was found to be approximately 10 minutes behind, hence the time was then manually updated to ensure synchronization across all devices. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system had stopped downloading on health sight viewer. The customer stated that the malfunction occurred during the user issuing medication to patient. However, there were no adverse events or injuries reported based on this incident.